Manufacturer narrative:
Additional information is not yet available for this event. Field service engineer (fse) went on site to troubleshoot and repair the issue of the device. Fse found that the sample port tube connected to disinfectant tank was degrading causing the black residue. Fse successfully replaced the degrading sample test port tube. Fse performed a test cycle, which completed successfully with no errors. Device was repaired and verified according to original equipment manufacturer instructions. Software attributes were verified and confirmed. Device passed the electrical safety test. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, during reprocessing there is black residue visible in the basket and wire rack of the device. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no response, including initial reporter occupation, by the customer. This device has a later event on (B)(6) 2021, for the same issue of black residue found in the basin of the device. This event is captured in medwatch with patient identifier (B)(6). The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. This device was purchased by the customer on jul, 20, 2012; as such, the service life of the device is exceeded. It is likely that the hose in the device peeled off by age deterioration and was detected as black foreign objects during reprocessing.